Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2315 captures the reportable event of fluid discharge.

Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be implanted during a spaceoar placement procedure performed on (B)(6) 2023. The procedure was being performed under general anesthesia. Fiducial markers were placed transperineally prior to the injection. The hydrogel was being injected into the perirectal fat space of the patient, no visualizations issues were reported. A few minutes later the hydrogel began to come out the of the tip of the patient's penis from the urethra. Therefore, the physician performed a cystoscopy, the urethra and bladder were inspected, where more hydrogel was found. It was estimated that 5 cc of hydrogel was placed in the bladder. The hydrogel was removed by breaking it up and removing the scope to drain the pieces of hydrogel. All the hydrogel was removed from the patient's bladder. The patient was planned to have a magnetic resonance imaging (MRI) due to this event. The patient's condition was reported as unknown.